Event description:
This report summarizes 3 malfunction events in which the device container or vessel reportedly burst. - 1 event had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 3 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 2 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a hole in the hose. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes 3 malfunction events in which the device container or vessel reportedly burst. 1 event had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.